Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with alleged inaccurate delivery from the pump. The reporter stated that on (B)(6) 2014, the patient experienced unusually low blood glucose (bg) of 61 mg/dl, at the lowest, with symptoms of shaking, severe dizziness and/or severe headache as bg slowly dropped. Reportedly, no treatment above and beyond the usual routine of diabetes care and management was required and the healthcare provider had not made pump setting adjustments before or after the alleged event. No additional information regarding pump functioning or delivery history was provided. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor at the time of the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(4) 2014 at 7:36pm. The total daily doses added up correctly and equaled the daily programmed basal settings. The pump reflected 24u after a 24 hour duration test on 1u/hr. The pump performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.